Manufacturer narrative:
The technician isolated the issue to a defective gas cylinder. He replaced the gas cylinder to repair the bed.

Event description:
Information received indicates the bed will not go into trendelenburg.